Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was selected for an implant. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The procedure was performed through the subclavian artery approach and the device was implanted with an implant depth of non-coronary cusp of 2mm. Left coronary cusp of 3mm. It was noted that a type a dissection occurred from the ostium of the ascending aorta to the ostium of the subclavian artery. It was thought the dissection occurred due to an 18 fr non abbott dry seal flex introducer sheath during pre-balloon valvuloplasty (prebav), however this could not be verified. No treatment was conducted for the type a dissection. Ventricular failure developed shortly before patient¿s condition deteriorated. .originally, the patient's left anterior descending artery (lad) and left circumflex artery (lcx) also had coronary artery stenosis. It was unknown if there were any complication due to the placement of the navitor this time. It was noted that at an unknown time a sheath was inserted in the lower limb for percutaneous cardiopulmonary support (pcps) or intra-aortic balloon pump (iabp) at the time there was a sudden change in the patient's hemodynamics. . On (B)(6) 2023 bleeding was observed from the place sheath was inserted. The patient passed away due to arrhythmia on the (B)(6) 2023. This event is now being captured in related manufacturer reference number: 2135147-2023-02863-00 and will no longer be captured here.

Manufacturer narrative:
Naupon review, the small flexnav delivery system should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. This event will be captured under related manufacturer reference number: 2135147-2023-02863-00.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was selected for an implant. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The procedure was performed through the subclavian artery approach and the device was implanted with an implant depth of ncc:2mm. Lcc:3mm. An angiogram was performed to confirm that there was no problem with the subclavian artery. On (B)(6) 2023, bleeding was observed from where the sheath was inserted into the lower leg for percutaneous cardiopulmonary support (pcps), intra-aortic balloon pumping (iabp) after the patient had sudden changed. No intervention was performed to treat the bleeding. On (B)(6) 2023 (date unknown), a dissection of the subclavian artery was observed. It was also reported that on (B)(6) 2023, the patient developed ventricular fibrillation and died. The cause of death is unknown.